Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the distal end of the resection electrode came off. The issue was found during a therapeutic cystectomy of the urethra and was completed using a similar device. There were no reports of patient harm.